Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to get assistance with refilling and was able to rewind and prime the infusion set. The customer called back later to report that the infusion set fell out. Customer pushed it back in and stated it caused high blood glucose levels. The customer was assisted with changing the infusion set. The customer called back the next day to report high blood glucose levels of 534 mg/dl. The customer found that she had a problem with the reservoirs. The customer's reservoirs were replaced. The customer called back again to get assistance with filling the tubing. The customer was able to fill the tubing. The insulin pump was not replaced or returned for analysis.